Event description:
It was reported that the patient was feeling dizzy. The right ventricular lead exhibited noise and low impedance. The patient's device was reprogrammed and the patient would be monitored.